Event description:
Per independent repair center statement the unit would not start. The key failure was the capacitor for the compressor had a short circuit. Additional malfunctions include the power switch had a short circuit, and the straps for the tubing were leaking.